Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was taken to the hospital because she was in a car accident that was caused by low blood glucose levels. Troubleshooting was performed and all programming was correct on the insulin pump however, the nurse felt that the basal rates should be reduced.